Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the touchscreen was out of calibration. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility, the device could not enter biomedical mode on the touchscreen. There were no reports or any adverse patient events and not reported delays of critical therapies while the device was in clinical use. No additional information provided.